Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to hospital due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 450 mg/dl. Customer had symptoms such as nausea, vomiting and difficulty in breathing. Customer was treated with manual injection. Customer had blood glucose levels of 473, 502, 437, 350 and 476 mg/dl. Customer was not using auto mode. Customer stated that the insulin pump had stuck button error alarm. Customer was able to clear alarm and buttons were working normal. Customer stated that the cannula on infusion set was bent. Customer stated that the insulin pump passed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).